Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for 1 unknown tfna nail. Part#, lot# and UDI # is not available. Exact date of implant in unknown. Explant procedure is planned on (B)(6) 2016. Device is expected to be returned for manufacturer review/investigation upon completion of revision surgery, but has not been received yet. (B)(6). (B)(4). This report is for 1 unknown tfna nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that a nail of the tfn-advanced proximal femoral nailing system (tfna) broke post-operatively. Revision surgery is planned on (B)(6) 2016. No information about patient condition and outcome is available. Material will be returned to manufacturer upon the completion of revision surgery. This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: expiration date. A manufacturing evaluation was completed: during the investigation it was found that this nail was manufactured unsterile under the lot number 7357498 in (B)(4). But afterwards this device was sent from (B)(4) for sterilization, and the part and lot numbers were updated to part number 456.486s with lot 8412028. New manufacturing date may 07, 2013 and expiry date april 01, 2023. The nail was manufactured according to the specification. The relevant dimensions at the fracture face were checked and no deviation from the specification was found. These findings speak against a manufacturing related issue. We found that the blade hole has some clearly visible wear marks, which indicates that high loads over a long period of time, according to the received information 650 days, were applied onto the nail/blade crossover. Also we found some strong damage at the entrance area of the blade hole, where the fracture did start. But afterwards it cannot be defined if these damages occurred during the blade insertion, extraction or in situ. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. No manufacturing related issue was identified and/or confirmed. Corrected data: manufacturing facility; catalog number, lot number, (B)(4); device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: april 11, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery took place on (B)(6) 2016. It was noted the patient had varus deformity of the hip. The nail was found to be broken at the blade junction; the broken device was detected on (B)(6) 2016. The trochanteric fixation nail (tfn) had been implanted on (B)(6) 2015.